Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a erah towards the end of the procedure while dissecting the side branches the surgeon noticed that the tip of the cutter looked abnormal and it struggled to cut the side branches. On removal the harvester noticed that inside the jaws of the cutter it looked burned and the metal plate was busy coming loose. No components of the device (metal / silicone) detached into the havesting tunnel / inside the patient. No additional incisions or procedures were required due to the reported failure. The procedure could be completed with no harm done to the patient or delay with the same device.